Event description:
It was reported the patient¿s implantable neurostimulator (ins) needed to be removed because the wires had migrated again and had wrapped around the battery pack. It was stated the ins was twisting and turning and had been loose since may but the month prior to report the ins had started causing pain.

Manufacturer narrative:
Product ID: 3889-28, lot# va03n2k, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).